Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr , qc 2: 3.6 inr, qc 3: 3.6 inr. The maximum difference between measurements was 0%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated the blood was not applied to the strip within 15 seconds. Per product labeling, the blood should be applied to the strip within 15 seconds of the fingerstick.

Manufacturer narrative:
Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to laboratory using stago neoplastine reagent. At 10:47 am, the result from the meter was 4.1 inr. At 11:11 am, the result from the laboratory was 3.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient mentioned she was on nitrofurantoin antibiotics but should no longer be taking them.